Event description:
It was reported that this pacemaker reverted to safety mode. The patient is not pacemaker dependent. A replacement procedure has been scheduled but not yet performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Interrogation of the device confirmed it was operating in safety mode. Interrogation also noted corrupted memory which prevented a memory download. The device case was opened, and visual inspection revealed no irregularities. When connected to the external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the clinically observed safety mode was likely caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery depletion, and analysis of the battery found no anomalies.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient is not pacemaker dependent. A replacement procedure has been scheduled but not yet performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient is not pacemaker dependent. A replacement procedure has been scheduled but not yet performed. No adverse patient effects were reported.